Event description:
On (B)(6) 2010, the patient contacted lifewatch and stated that he received three burn marks from the red electrode which looked like cigarette burns. A replacement device was sent to the patient and he continued with his monitoring service.

Manufacturer narrative:
Device was received on (B)(4) 2010 and has not undergone in house testing. Associated accessory device: act monitor, model # com001, (B)(4).